Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h4, h6, and h11 were updated. Based on the results of the investigation, the presence of silicates, hydroxides, calcium sulfide, stearic acid, and fluorine were confirmed. However, the definitive root cause of the foreign material could not be determined. The silicates may have originated from tap water or chemicals due to the accumulation of residual water marks from chemical residues that could not be completely removed during reprocessing, water remaining in the pipes, or water droplets remaining around the nozzle opening that had dried inside the nozzle. The hydroxides are presumed to be metal rust caused by the metal oxidizing due to chemical or water residue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the nozzle and on the surface of the objective lens. There were no reports of patient involvement.